Event description:
It was reported that there was a broken clamp. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 - serial number, h4 - device mfg date, h3 and h6. Codes: updated. Device evaluation: the reported problem, "there was a broken clamp", was verified by visual and functional testing. The cause of the clamp damage is presumed to be an impact caused by a fall, etc. The pole clamp was replaced to correct the issue, and the device passed all functional and performance tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.